Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 125 mg/dl at the time of the call. The customer was given food, glucose tablets, and a shot to treat. The customer was wearing the insulin pump during the incident. The customer was told by the paramedics that the pump had malfunctioned and was giving too much insulin. Troubleshooting was completed and the customer believes that the pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor . Unable to perform excessive no delivery test, occlusion test, displacement accuracy test or verify over delivery due to prime anomaly. Unit received with corroded battery tube. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, cracked lcd window, cracked case at display window corners, missing end cap sticker, peeling address label and minor scratches on lcd window.